Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision delta extend; surgeon; (B)(6) hospital, (B)(6) 2018. Primary implant date: (B)(6) 2016 - 3rd revision on this patient, recently converted across to delta from a unite, but was unstable and needed another revision. Changed the 38 head to a 42 eccentric, changed the position of the epiphysis to the stem, and poly insert. Surgeon reported significant damage to deltoids. Reasons for revisions: first was due to component coming apart, 2nd was to convert hemi to delta, and 3rd was revision of delta due to instability. Patient initial (B)(6).